Event description:
It was reported that the crossing support catheter was flushed while still in the packaging hoop and was difficult to remove from the hoop. Upon removal, the catheter could not be used, as reportedly, it was unable to be re-flushed. A new crossing support catheter was prepped and completed the cto for a patent posterior tibial artery. There was no pt involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.